Event description:
Reporter alleged discrepant blood glucose values of "hi" (greater than 600 mg/dl), 74 mg/dl, and 76 mg/dl on the aviva system within 5 minutes. No reported actions or inactions taken based on device results. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.